Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Correction: section d6b - date of explant should have been (B)(6) 2021 in the initial report. This correction is reflected in this additional report 2.

Event description:
Related regulatory manufacturer number: 3006705815-2021-05830. It was reported patient experienced a lead fracture at an unknown date. Diagnostics confirmed high impedance on both leads. During the procedure the ipg malfunctioned. As a result, the entire system was explanted and replaced.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete event, patient and device information. Further information was requested but not received.